Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl(40 mcg/ml at 9.269 mcg,day), clonidine (200 mcg/ml at 46.35 mcg/day), dilaudid (40 mg/ml at 9.269 mg/day) and marcaine (2.5 mg/ml at 0.5793 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that within 24 hours after a refill on (B)(6) 2017 the patient experienced symptoms and withdrawals. The patient began feeling bad and it progressively got worse. By (B)(6) 2018 he was "climbing up the walls", his pain level was through the roof and it was reported that he was waking up at night screaming. During a refill on (B)(6) 2018 the caller reported a volume discrepancy occurred. It was stated that generally at pump refills 1-3 cc's are removed from the pump but at this refill 10 cc's were removed. It was mentioned that the nurse performing the refill could not offer any explanation but did say that the catheter was probably kinked. It was noted that no alarm were reported at the refill and the caller stated that they never heard an alarm. The caller was redirected to follow up with a healthcare provider. The patient was reported to have their next refill scheduled for (B)(6) 2018. The change in the patient's symptoms was reported as sudden. No further complications have been reported as a result of this even

Manufacturer narrative:
Additional information received made this event non-reportable. No further regulatory reports will be submitted unless the information is received making the event reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the volume discrepancy was within normal range; the expected reservoir volume was 10.4ml and the actual reservoir volume was 10.2ml. It was reported that no actions or interventions were needed and that the patient reported no problems during the follow up appointment on 2018 (B)(6). The device was noted as functioning with no problem. No further information has been reported as a result of this event.